Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that a stent tether broke after pulling on it with very little pressure. The stent was not placed; another one was opened and used on the patient. According to the initial reporter a section of the device did not remain inside the patient¿s body, the patient did not require any additional procedures and the patient did not experience any adverse effects due to this occurrence.